Manufacturer narrative:
H6: health effect clinical code 4581: over/under correction. Investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an astigmatism. An lri was performed and the problem was resolved.

Manufacturer narrative:
Correction: d4: expirtation date: (B)(6) 2026. H6: h6: health effect code - clinical code (e): 4582. Claim: (B)(4).